Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer also reported that the sensor was giving inaccurate readings. The customer's blood glucose was 2.4 mmol/l at the time of incident. The customer stated that she treated her high blood glucose with food. The customer stated that the blood glucose was around 8 mmol/l and the sensor glucose was 3.9 mmol/l. The customer mentioned that threshold suspend was triggered during sleep which caused high blood glucose of 16 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.